Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mmx24mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged, with stent struts on the distal end of the stent lifted and flared. The undamaged crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught in calcification during stent placement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mmx24mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.